Event description:
Medtronic received information regarding a navigation device being used in an unknown procedure. It was reported that during a case, the system was booted up and was able to take 2d scout images. Then the site went to initiate the 3d spin and the system started to beep as it was about to start and then the radiation was disabled. The pendant also displayed 'initializing systems, please wait" and had a green check for the motion and the mobile view station (mvs) connection, there was also a red 'x' for radiation. It remained like this for about 4 minutes before rebooting the system. After rebooting, it was able to boot up fully and the site could take a 3d scan. There was no impact on patient outcome and the issue caused a 10 minute delay. Additional information was received. The imaging system was being used for a lumbar fusion procedure.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.